Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified right coronary artery. A 10/3.00 flextome cutting balloon was selected for use. During the procedure, the balloon ruptured when reaching nominal pressure level upon first inflation. The device was simply removed from the patient's body completely. The procedure was completed with another of the same device. No complications reported and patient's condition post procedure is good.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The initial inflation testing did not inflate the balloon, so the device was placed in the waterbath. The device was again attached to a boston scientific encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure of 12atm (atmospheres) without issue. A vacuum was then applied. The inflation device was verified at 12atm (atmospheres), before and after use with a calibrated pressure gauge. This inflation to rate of burst pressure of 12atm (atmospheres) was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. A visual and microscopic examination found no issue with the markerbands. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified right coronary artery. A 10/3.00 flextome cutting balloon was selected for use. During the procedure, the balloon ruptured when reaching nominal pressure level upon first inflation. The device was simply removed from the patient's body completely. The procedure was completed with another of the same device. No complications reported and patient's condition post procedure is good.